Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing, using peloris tissue processor. When notifying leica biosystems of this complaint, the complainant indicated that they "notice water droplets in wax bath 1". On-site assessment of the operation and function of the instrument was conducted by a leica field svc engineer (fse) on (B)(4) 2013. The fse found the "1337" error code, which is generated when an unexpected sudden drop in the retort wax line temp is detected by the instrument software, was displayed. On (B)(4) 2013, leica biosystems received info that all samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Investigation of this complaint showed that the instrument functioned as designed when a sudden, unexpected drop in the retort a wax line temp was detected by the instrument software, by rendering the instrument inoperable to prevent further tissue processing and aborting the processing protocols in progress in order to mitigate possible tissue damage or loss. The root cause for the sub-optimal processing reported by the complainant from the "factory 6 hour xylene free" protocol started in retort a on 15:55 pm on (B)(4) 2013 was a use error. Specifically, a user acted in contravention of the user info displayed by re-starting the instrument when the "1337" error code for the leaking retort a wax valve was generated. A leaking retort wax valve allows cold reagent into the line and results in formalin contamination of the wax. The info displayed on the instrument monitor stated: "retort wax valve leaking. Do not use the instrument; contact service, retort a." The incorrect user action cleared the lock-out and rendered the instrument operational, allowing the "factory 6 hour xylene free" protocol started in retort a on 15:55 pm on (B)(4) 2013 to be run. As the protocol ran successfully to completion contaminated wax was used for the wax infiltration steps causing the sub-optimal tissue processing reported. Results: the device either functioned as designed or a failure was not found. Conclusion: the interaction between the device and the user caused or contributed to the error. This includes inappropriate use of device or failure to appropriately maintain the device.